Event description:
The customer reported a leak described as approximately 2 tablespoons of blue fluid coming from a coulter lh 780 hematology analyzer while running patient samples; the leak was contained within the instrument. The customer reported an ongoing issue with recovering flagged nucleated red blood cell (nrbc) results and platelet (plt) clumps on patient results. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Although the event occurred while running patient samples, no erroneous results were reported outside the laboratory and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
The customer stated the nrbc flagging and plt clump messages have been an ongoing issue, which has not been resolved. However, the customer stated that the numerical patient results were correct. The customer technical specialist (cts) assisted the customer over the phone with trouble shooting the issue. The customer discovered the leak to be coming from under the white blood cell (wbc) bath. The customer removed, emptied, dried and reseated the wbc bath, resolving the leak reported. (B)(4).